Event description:
Hamilton medical ag received the following event description: the device alarmed with technical faults 9907, 2414, 5509 during training. No patient involved.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Manufacturer narrative:
Follow-up 1: investigation outcome. It was reported that the technical fault appeared during a training. Replacement of inspiratory valve resolved the problem according to the partner.